Manufacturer narrative:
Exact date of event is unknown; march 12, 2021 is the date the literature article was published. This report is for an unknown cslp construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: lang, s. Et al (2021), does dynamic anterior plate fixation provide adequate stability for traumatic subaxial cervical spine fractures at mid-term follow-up?, journal of clinical medicine, vol. 10 (1185), pages 1-11 (germany). The aim of this study was to analyze the radiological and mid-term patient-reported outcome measures after acdf of cervical disco-ligamentous injuries and cervical spine fractures, comparing a dynamic plate system (mambo¿, ulrich medical) and a rigid plate system (cslp¿, depuy synthes) in a cohort of 33 trauma patients. Between january 2001 and january 2015, a total of 33 patients (25 male and 8 female) with a mean age of 48.2±22.2 years were included in the study. Anterior cervical discectomy and fusion (acdf) was performed using either a rigid locking plate (rp: cslp¿, depuy synthes, USA) in 20 patients (16 male and 4 female; mean age = 48.5 ± 21.3 years) or a dynamic plate (dp) from a competitor in 13 patients. The mean follow-up period was unknown. The following complications were reported as follows: in both groups, a loss of reduction by 0.2 mm was observed during follow-up. During the follow-up, there was a significant loss in height, both in the anterior (0.6 ± 1.3 mm) and in the posterior wall (0.7 ± 1.1 mm) in the monosegmental fusions. This finding suggest that the loss was due to subsidence. Rp group: 1 patient had a transient dysphagia. 1 case who had a relevant loss-of-reduction by 22° that also showed signs of implant loosening and pseudarthrosis (rp) had to be revised 20.8 months after surgery. This patient received treatment of an ao type a fracture with a rigid plate and icbg. In 2 patients no fusion could be achieved after a mean radiological follow-up of 19.3±4.5 months and all of them were revised. With the rigid plate system, a loss in the bisegemental endplate angles (bea) by 8°±9° was observed (figure 3b). Notably, 1 patient had to be revised due to a clinically relevant loss of lordosis by 22°. This report is for an unknown cslp construct. This is report 2 of 2 for (B)(4).